Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation resistor r45 was open on the c/a board, which caused the monitor's failure to power on. The cause for the open r45 resistor was broken leads on high-voltage capacitors c21 and c22 on the defibrillator board. The roto cause for the broken leads on c21 and c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on (B)(6) 2012. Implementation began on (B)(6) 2013. Results will be monitored. No adverse event resulted from the broken leads on c21 and c22. The pt did not require a replacement monitor.

Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report that the pt's monitor would not power on. The pt did not require a replacement monitor.